Event description:
Part of the baxter one-link catheter IV extension is not correctly connected or fully connected. The IV tubing and connector port came apart when the nurse took the item out of the packaging.